Event description:
Pt was revised to address pain caused by broken and/or torn neuflex implants. It was reported that the pt also suffers from rheumatoid arthritis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.